Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Preceding the event, the patient received a drain line is blocked error message during drain one of peritoneal dialysis therapy. The patient had drained 6ml at the time of the reported alarm. During troubleshooting, there was nothing noticed with the supplies or the setup that could have caused or contributed to the reported alarm. The patient rebooted the cycler and attempted to restart therapy but the patient was still unable to drain. The technical support representative assisted the patient with cancelling their treatment. Upon removing the supplies, the patient noticed fluid coming from the cassette compartment of the cycler. The patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. A replacement cycler was provided for the patient. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and completed on the cycler without any complications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.